Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using pod packing coils (pod pcs), a lantern delivery microcatheter (lantern), and a non-penumbra guiding catheter. It was noted that the patient anatomy was tortuous. During the procedure, the physician successfully placed five ruby coils and three pod pcs into the target location using the lantern. The physician then advanced the next pod pc into the target location using the lantern and needed to reposition the pod pc. While retracting and re-positioning the pod pc several times, the physician experienced resistance. Subsequently, the pod pc unintentionally detached inside the lantern. Therefore, the lantern containing the detached pod pc was removed. The procedure was completed using three pod pcs, five ruby coils, and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the distributor indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.